Event description:
It was reported that high impedance >10000 ohm was seen pre-operatively on electrode 10 and stimulation was appropriate. The device was explanted for an unknown reason. Additional details regarding the explant were not reported, follow-up is being conducted to obtain this information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97714, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger. (B)(4).